Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 5. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the hand piece no longer meets the specifications for frequency. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the sales rep's device did not work. No additional info provided.